Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a new battery was needed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator battery needed to be replaced and there was no low battery warning, but voltage was shown as 13.3 v. A field service engineer powered off the refrigerator and device, replaced the battery, then powered on the refrigerator. When the temperature appeared, powered on the device and tested the functionality in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.